Event description:
It was noted in programming history that he patient was programmed to an off time of 180 minutes which is not typical and would not be considered efficacious settings. Although they had been set to this off time throughout the programming leading up to the increase in seizure and it was note that the patient had received benefit since being implanted with vns. It is unknown if the physician at intended to have the patient programmed to those settings or if they did not release the patient was at 180 minutes off time. The long off time may have been a contributing factor to the increase in seizures although this was not a preceding change and something they had been set to since implant.

Event description:
It was initially reported in clinic notes that the patient had an increase in seizures. The clinic notes were from a physician that the patient no longer sees. Clinic notes dated (B)(6) 2009 notes that there was an increase in seizures with 3-4 seizures since the last appointment the year before. The patient was reported was on the same mediations and does not miss doses. The physician also noted that appointment how he did not want to change her medication since she was doing well. Clinic notes dated (B)(6) 2008 show that the patient had 6-8 seizures which were not witnesses without a comment or notation of this being an increase. Good faith attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem: corrected data: the initial report inadvertently did not include information about the patient's settings and off time which may have been a contributing factor.